Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection of the stomach on a laparoscopic sleeve gastrectomy, the jaws of the second reload were closed and green button pressed. The surgeon started firing and the black knob advanced when the jaws were opened, the tissue was not cut. They removed reload and loaded another one but the same issue occurred. The handle and reload was replaced. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that it was partially fired. Staple pushers were visible at the 3cm cut line indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.